Event description:
Pt revised for dislocation on (B)(6)2010, open reduction with no products removed, pt's natural acetabulum. Pt revised for infection on (B)(6)2010.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.